Event description:
Narrative from staff: certified surgical technician was attempting to staple the sterile drapes together and the stapler that came in the ortho/trauma pack fell apart after the first use. The staple cartridge completely fell out, as did all the staples on top of the patient. Surgical site was the left elbow, and not near the malfunction. No known injury to patient, but loose staples were collected as much as possible to prevent any possible injury.